Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the patient's infusion device switched off the night of (B)(6) 2012. At 9:15 am the patient found that the device was switched off without first providing an alert or error message. The patient's blood glucose level was over 200 mg/dl. The patient also stated that the device goes through batteries quickly. On (B)(6) 2012 at 11:06am her device displayed w2 (battery low) and then she changed the battery. At 11:14am the device displayed e8 (power interrupt). At 12:24pm the device displayed w2. On (B)(6) 2012 at 6:56am the device displayed e8. At 1:33pm the device displayed w2 and the patient changed the battery. At 5:03pm the device displayed w2. On (B)(6) 2012 at 10:26am the device displayed w2. At 10:27am the device displayed e2 (battery empty). The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.